Manufacturer narrative:
The device was disposed at the user facility, and no possibility of retrieval for evaluation is possible.

Event description:
The surgeon was performing a hammertoe procedure, per the sales rep. When the surgeon was inserting the hcs-010-25-24 screw, he felt some resistance and the driver tip sheared off. Some flakes of metal was left in patient as the surgeon was unable to retrieve them.